Event description:
It was reported the patient was implanted with click¿x construct, level unspecified on an unknown dates four years ago (approximately 2010). Patient was returned to the operating room on (B)(6) 2014 for revision surgery. Reportedly both rods implanted previously broke post-operatively around t11 on the right and left. The patient remembers on two occasions after vigorous exercise feeling something pop or break. Reportedly the patient still has a synthes implant at the level of t11 which replaced it with a t11 vertebral body in the original surgery. During the revision surgery, a click¿x locking cap was stripped at t9 on the right side. The surgeon had to take additional time to remove the locking cap. The surgery was extended by fifteen to twenty minutes. This report is for unknown screw. This report is 4 of 5 for complaint (B)(4).

Manufacturer narrative:
This report is for unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.